Manufacturer narrative:
Evaluation summary: one used vlft10 generator was received, and examination of the sample confirmed the reported issue. Testing found the unit booted up with the monopolar 1 port active when there was no device plugged in. The investigation isolated the failure to internal receptacle damage, but the root cause or probable root cause of the damage could not be identified. The port receptacle was replaced to address the issue.

Event description:
The customer reported that during a procedure, one side of the generator for monopolar energy was active when no device was plugged in. There was no patient involvement.